Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified common femoral artery. A 7.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 6 atmospheres for 3 seconds. The device was removed without any problem, and the procedure was completed with different device. There were no patient complications reported, and the patient was in good condition after the procedure.